Event description:
Handpiece on electric drill became hot while drilling in the mouth and burned pt's lip. The portion of the handpiece held by the surgeon did not get hot. Only the portion that held the drill bit and was closest to the pt got hot.